Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: although the sample was not returned for evaluation, four electronic photos were provided for review. The investigation is confirmed for rash, as some of the photographs showed redness of the area of skin depicted. Although a definitive root cause could not be determined, allergies to materials used in the device, the insertion procedure, or continued treatment using the port, could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. IFU reviewed: ¿the device is also contraindicated: when the presence of device-related infection, bacteremia, or septicemia is known or suspected. When the patient¿s body size is insufficient for the size of the implanted device. When the patient is known or is suspected to be allergic to materials contained in the device.¿ ¿possible complications. Intolerance reaction to implanted device. Inflammation, necrosis, or scarring of skin over implant area.¿ (expiry date 08/2019).

Event description:
It was reported that two weeks post port placement in the upper left chest, the patient allegedly formed a rash around the port. It was further reported that the patient was referred to a specialist for diagnosis. Reportedly, the diagnosis did not find the reaction to the nickel composition of the device. The patient showed a strong reaction to formaldehyde. The specialist did prescribe different over-the counter creams, prescribed creams, and performed steroid injection to the port site. Reportedly, the patient is receiving scheduled treatments through the port and there was no alleged deficiency with the device. The treatments provided for the reaction have not resolved the itch or rash formation. The dermatologist has recommended removal of the device.